Event description:
The plaintiff's attorney alleged that the decedent experienced weakness, disorientation plus inability to walk and was admitted to the hospital with irregular heartbeats and a blood bicarbonate level of 26 on or about (B)(6) 2011. On or about (B)(6) 2012, the decedent was hypotensive, confused with hallucinations and was admitted to the hospital; the decedent was lethargic without appetite and experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (hypotension, lethargic, cardiovascular, hallucinations confusion) of three events reported for the same pt involving two separate products; associated mdrs number 1225714-2013-03679, 03680, 03681, 03682, 03683, 03684.